Event description:
It was reported that during a transcatheter aortic valve implantation into a non-medtronic surgical valve, pre-dilation was performed. The valve was deployed at a depth of 3 mm below the surgical valve frame using a 2 cusp view and commissural alignment was achieved. Gradient was observed on pull back after valve deployment. Post-dilatation was performed with a 20 millimeter non-medtronic balloon, after which the balloon could not be retracted through the valve. The proximal marker of the balloon appeared to catch on the upper cells of the valve frame, and attempts to retract the balloon resulted in the crowns of the valve folding inwards and the aortic arch lowering. Multiple attempts to free the balloon were unsuccessful, and the valve dislodged from 3 millimeter below the surgical aortic valve frame to being in plane with the frame. It was suspected that when the valve was recrossed, the wire may have crossed outside the valve frame within one of the first two rows of the cells and through the annulus. The balloon could be advanced deeper into the left ventricular outflow tract (lvot) but the balloon's proximal marker could not be retracted beyond the top cells of the frame. After approximately 45 minutes of trying to free the balloon, including exchanging wires and using a pigtail catheter, the balloon was inflated and floated up into the ascending aorta, leaving the valve still within the surgical valve. Throughout the procedure, the patient remained hemodynamically stable. Echocardiogram and fluoroscopy imaging were performed, showing the valve was functioning well with no paravalvular leak, no aortic insufficiency, a mean gradient of 4 mmhg, and no vascular complications. It was suspected that given when the balloon was inflated at the end of the procedure and floated out of the valve frame, that it was unlikely thee balloon was ever through the frame unless the frame was distorted however it was not apparent with imaging. It is unknown what was preventing the retraction of the balloon if the balloon was not through the valve frame. Additional information was received that the pullback gradient with a bit of a wondering baseline appeared to be around >10 mmhg. Prior to the post-dilatation, the gradient was approximately 10-20 mmhg, which was the reason for the post-dilatation. It was reported that an infold of the medtronic valve was not observed before or after the balloon dilation, as the valve appeared well expanded.

Manufacturer narrative:
Image review: two static images and nine media files were provided for review. The patient¿s executive summary was provided for anatomical review. Patient had a previously implanted non-medtronic (magna ease) surgical aortic valve (sav) with an inner perimeter of 59.7mm and a perimeter derived diameter of 19mm, consisting with a 21mm sav, suggesting a 23mm transcatheter valve. The patient had a history of ascending aorta replacement. Valve implantation images were not provided for review. Evidence provided shows a medtronic transcatheter valve implanted within the non-medtronic sav at a depth of approximately 3mm below the radiopaque margin of the sav, and the angiogram revealed no aortic regurgitation/paravalvular leak. It was reported that a gradient was identified following implant prompting a post-implant dilatation. Of note, the images reveal that the guidewire was withdrawn from the left ventricle and images of the guidewire re-advancement were not captured. It is possible that during the post-implant dilatation, the guidewire and balloon had been possibly advanced through one of the outflow crowns, but it is not completely evident. During the balloon inflation, deformation of the outflow is visible. Difficulty was encountered during balloon withdrawal which caused the valve to dislodge to a higher position within the sav though it did not completely dislodge. Eventually, the balloon was re-inflated which caused it to float aortic and set free from the transcatheter valve. This phenomenon supported that perhaps the balloon material could have been the issue rather than being through an outflow crown. Despite the issues encountered, the valve remained in place and no patient complications were reported. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6 - removed a040606. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation into a non-medtronic surgical valve, pre-dilation was performed. The valve was deployed at a depth of 3 mm below the surgical valve frame using a 2 cusp view and commissural alignment was achieved. Gradient was observed on pull back after valve deployment. Post-dilatation was performed with a 20 millimeter non-medtronic balloon, after which the balloon could not be retracted through the valve. The proximal marker of the balloon appeared to catch on the upper cells of the valve frame, and attempts to retract the balloon resulted in the crowns of the valve folding inwards and the aortic arch lowering. Multiple attempts to free the balloon were unsuccessful, and the valve dislodged from 3 millimeter below the surgical aortic valve frame to being in plane with the frame. It was suspected that when the valve was recrossed, the wire may have crossed outside the valve frame within one of the first two rows of the cells and through the annulus. The balloon could be advanced deeper into the left ventricular outflow tract (lvot) but the balloon's proximal marker could not be retracted beyond the top cells of the frame. After approximately 45 minutes of trying to free the balloon, including exchanging wires and using a pigtail catheter, the balloon was inflated and floated up into the ascending aorta, leaving the valve still within the surgical valve. Throughout the procedure, the patient remained hemodynamically stable. Echocardiogram and fluoroscopy imaging were performed, showing the valve was functioning well with no paravalvular leak, no aortic insufficiency, a mean gradient of 4 mmhg, and no vascular complications. It was suspected that given when the balloon was inflated at the end of the procedure and floated out of the valve frame, that it was unlikely thee balloon was ever through the frame unless the frame was distorted however it was not apparent with imaging. It is unknown what was preventing the retraction of the balloon if the balloon was not through the valve frame.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012914428); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012986114); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.